Event description:
High impedances with worsening symptoms. Patient reported worsening of nausea and vomiting, which were controlled, but slowly got worse over a few months. The patient presented to the managing provider with worsening symptoms, it was discovered that her impedances were out of range (high). During an egd, a cyst-like mass was found in her gastric lumen. She was sent to a surgeon for evaluation, impedances remained out of range, the surgeon opted for a full system exchange. Replacement was done on (B)(6) 2025.

Manufacturer narrative:
Patient presented with high impedances and worsening symptoms so system was replaced. Explanted devices sent back for analysis; ipg had no anomalies, one lead had a hole in the insulation. It was noted that both leads were attached to one suture disk; likely a user error where the system was not implanted according to instructions.